Event description:
Per explant form which accompanied valve endocarditis. Vegetation present on mitral valve at explant.

Manufacturer narrative:
Valve was received in st. Jude heart valve div fer analysis lab in a st. Jude medical product return kit, submerged in a liquid solution. Sewing cuff was brownish-gray in color, contained several sutures, and was observed to be cut in several locations. A small amount of brownish-white tissue was detected on sewing cuff; this tissue did not extend onto carbon surfaces of valve. Both leaflets exhibited normal opening and closing. A granular substance, appearing to be blood and/or body fluid, was observed on carbon surfaces. Valve was chmically sterilized and forwarded to an independent pathologist at heart & lung center, for gross morphological examination. Dr. Stated that at time of his examination, valve appeared to have been extensively cleaned, resulting in no tissues of any type being identifiable. As previously mentioned, both leaflets moved easily and no tissues were detected within recessed pivot areas. Dr. Concluded that the valve appeared grossly normal due to fact no tissues or vegetations wer identifiable; a result of extensive cleaning of valve prior to its return to st. Jude medical heart valve div. Valve was then cleaned, and sewing cuff and rotation mechanism were removed. Valve was then visually examined at x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassemble for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Sterilization verification was comleted by st. Jude medical heart valve div microbiology dept. A review of sterilization parameters and sterilizer validations from period that encompasses sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date. Conclusion. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation indicated vegetations on mitral valve, which were observed intraoperatively by dr. Were most likely result of infection from pacemaker pocket. Sterilization verification results indicated vegetations were not result of contamination from valve itself, as all sterilization parameters were met at time of manufacture, as evidenced by valve's device history record.